Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/8/2023. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additoinal information was requested, the following was obtained: when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? During use on patient. Device return status. Shipped 2/9. Please document the shipment tracking number: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-01088 & 2210968-2023-01089.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2023 and suture was used. During the procedure, 3 surgeons total (separate cases) c-sections (3 complaints entered) claim needle separation with this lot number: sbmcxt at (B)(6) hospital. Reports two of these sutures separated from needle at swage. New suture was opened with different lot number. The procedure was completed successfully with no patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). Component code: g07002. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. Device return status. Please document the shipment tracking number: attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Related reports: 2210968-2023-01089.